Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard there was an issue with needle retraction failure. There was no report of injury or medical intervention.

Manufacturer narrative:
No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. DHR review; was conducted for this investigation which disclosed the following: lot 8029893; was built and packaged on afa line 1 on (B)(6) 2018 through (B)(6) 2018 and packaged on afa line 9 from (B)(6) 2018 through (B)(6) 2018 for the quantity of (B)(4). Review disclosed no indication of the alleged defect as it was noted that there was 1 non-related packaging qn initiated during the build of this lot and no related reject findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Needle retraction by button activation was performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. One temporary deviation was active during this build (B)(4). Without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.